Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had power error detected alarm. The customer¿s blood glucose level was 366 mg/dl. The customer was treated with syringe. It was reported that they had several power error detected alarms. The customer was advised to contact health care professional if no reason was found. The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will not be returned for analysis.